Manufacturer narrative:
The device has been rec'd for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure, performed on (B)(6) 2009. According to the complainant, after introducing the needle into the tumor, the array could not be deployed correctly. The physician indicated that this was not a product quality issue, but explained that the failure occurred because of the tumor toughness. The procedure was not completed due to this event. There were no pt complications reported as a result of this event.